Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer noticed that some issues with skin breakdown and tissue injury in conjunction with the use of purewick device in their facility over the last few months. Also stated that they would like to had some additional education for their teammates so that they did not continue to see these issues. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be due to "incorrect/ missing translation". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (unknown purewick urine collection system) product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer noticed that some issues with skin breakdown and tissue injury in conjunction with the use of purewick device in their facility over the last few months. Also stated that they would like to had some additional education for their teammates so that they did not continue to see these issues. No medical intervention was reported.